Event description:
It has been reported to philips that there was c-arm could not move. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with the motor controller amc. The fse replaced the motor controller amc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the procedure got delayed and the patient was moved to another device to complete the non-emergency treatment. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. Review of the system log file showed, beam longitudinal axis drive amplifier test failed. Upon functional testing the fse found that the issue with the faulty amc triple servo drive. Fse replaced the amc triple servo drive. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome.